Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced ineffective stimulation. Reprogramming was unable to resolve the issue and the pt began to experience unintended rib stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the physician repositioned the leads. The pt reported effective stimulation coverage postoperative.